Event description:
It was reported that a user new to the ilet sought guidance on whether to announce an upcoming lunch after experiencing a prior postprandial blood glucose spike when she did not announce apples eaten at a similar meal. Symptoms included hyperglycemia peaking at 290 mg/dl. Outcomes included successful education on meal and snack announcements, with the user planning to announce and proceed with lunch and blood glucose in range at the time of the call. Investigation included customer care troubleshooting and user education on proper meal and snack announcements. Investigation of this case revealed a missed meal announcements and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user training and use-related factors.